Event description:
Device caught on fire. Clinic staff left ac mains applied to device overnight. The next morning the device was found to be smoking and flames was noted. The clinic staff removed and extinguished the device. No injuries were reported. No damage was reported to the facility or staff.

Manufacturer narrative:
Awaiting return of the device. Preliminary investigation of the alleged incident indicates that the user did not follow device operational instructions. Per attached user instructions for device, the device is to be removed from ac mains when not in use. The device is 'classified' complaint to medical device standards for electrical shock, fire, and mechanical hazards in accordance with (B) (4) under underwriters labs.